Event description:
"Hypertrophic scar."

Manufacturer narrative:
The laser system was evaluated at the user facility by a cutera field service engineer. The following information is from the fse report: verified optics on coolview and genesis hand pieces normal and no damage noted. Verified coolview tip temp normal. Verified energy from coolview and genesis hand pieces within cutera specifications. Verified safety features operational. Verified system operational and ready for use. The user facility has not provided pt/treatment information.